Event description:
Zoll stat-padz placed on a patient at the first hospital at 0444 hours. The stat-padz was taken off at the second hospital at 0905 hours. Three-four round burn marks under the electrode at the left mid auxiliary area. Burns appeared to be 3rd degree burns.